Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized for further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized fur further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was received in two segments was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized fur further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system was explanted. No additional adverse patient effects were reported.